Event description:
Reporter indicated a pt's vns was replaced due to end of service with eos = yes. A battery estimate indicated there was approximately 0.41 years remaining. The generator was later returned for analysis and it was confirmed the battery was depleted. Supply current pulsing was over the limit on the automated post burn-in electrical test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications of the automated post burn-in test. The out-of-limit supply current pulsing could potentially be a contributing factor to the end-of-service condition; however, results of the battery longevity prediction indicated that the end-of-service condition was near.